Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with normal operating current, no unexpected failed battery test noted. No unexpected number scrolling during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 160 mg/dl. The customer stated that she can't clear the failed battery test alarm. The customer also stated up arrow is being held down. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.